Event description:
Information received indicates that the left foot caster will not engage when the brake is set.

Manufacturer narrative:
The technician replaced the broken cam pivot to repair the bed.